Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" and "transducer fault". The customer reported that they had to replace the main printed circuit board in order to resolve the reported issue. The customer reported that there was no patient involvement.